Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mid-segment of the left anterior descending artery. An opticross 6 imaging catheter was advanced for ultrasound examination of the target lesion. However, when the device was right outside the guide catheter in the clean left main, the catheter got stuck inside the sleeve and created a knot. The device was stuck and could not move so everything was pulled out. The procedure was completed with a new guide, wire, and opticross 6 hd catheter. There were no patient complications reported.